Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 rail was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 4.2 left rail was broken. A field service engineer found main drawer 4.2 failed to open due to severely damaged slide rails on both the left and right sides and the legacy half height drawer 4.2 rails were broken. Further, the fse replaced drawer slides in both left and right side, tightened the screws, rebooted the device and tested the functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 rail was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.